Manufacturer narrative:
Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for low with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for low additive was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on photo evaluation, bd was able to confirm the customer's indicated failure mode. The most likely root cause would be a process interruption during gel dispensing causing tubes to be processed without gel.

Event description:
It was reported that the bd vacutainer® plus plastic serum tube, sst, gold 3.5 ml was received without gel. No injury or medical intervention.